Event description:
This unsolicited device case was rec'd from (B)(6) on (B)(6) 2014 from a physician. This case concerns a (B)(6) female pt who experienced knee joint effusion after receiving treatment with synvisc injection. No past drugs, medical history, concomitant medication or concurrent conditions were reported. On (B)(6) 2014, the pt initiated treatment with intra-articular synvisc injection, at a dose of 2 ml (batch/lot number: w12013 and expiration date: aug-2015, frequency: unk) into an unspecified knee for gonarthrosis. On (B)(6) 2014 (one day after application of synvisc), the pt experienced knee joint effusion which lasted until (B)(6) 2014 and treatment with synvisc was discontinued. It was reported that there was no infection detection in punctate and laboratory. Action taken: permanently discontinued. Corrective treatment: walking aids for two days. Outcome: recovering/resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 30733. The production and quality control documentation for lot #w12013, with expiration date 2015-08 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review and lot number frequency analysis for lot #w12013, no CAPA is required. Rptr causality: probable. Seriousness criteria: persistant or significant disability. No possible alternative cause according to physician. Add'l info was rec'd on (B)(4) 2014. Synvisc expiration date, global ptc number and ptc investigation results were added.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company f/u comment dated (B)(4) 2014: the f/u info does not alter medical assessment of the case. Sanofi company comment dated (B)(4) 2014: this case concerns a pt who experienced knee joint effusion while receiving synvisc for gonarthrosis. Although the role of drug cannot be ruled out based on the drug event temporal relationship, however, lack of info regarding pt's medical history, concomitant drugs or clinical course precludes a comprehensive assessment of the case.